Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0357538v, implanted: (B)(6) 2004, product type: lead; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported that the device went hay wire on the patient, it went wide open and jarred patient and put patient in some pain. This all happened a year ago. It helped a little bit a first and then just went haywire. The patient since then had it removed. The patient had a pump put in and it was working perfectly.

Manufacturer narrative:
(B)(4)